Event description:
It was reported that the patient had been to the hospital with hyperglycemia. The patient's blood glucose levels were reported to be greater than 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours, and the patient reported a bent cannula. Symptoms reported include elevated ketone levels (2.6¿2.8 mmol/l), with no additional symptoms specified. The patient was treated with oral fluid intake (approximately 3 liters), intravenous rehydration, and pod replacement. The patient was released the same day. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: free style libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.